Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located behind the display and inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/25/2017 with the following findings: during investigation, moisture was visible on the display. The display cloudiness was found to be caused by moisture condensation on the display lens. Unrelated to the original complaint further investigation revealed a battery compartment crack near the top left corner of the grip pad, with visible moisture corrosion in the battery compartment. A leak test was performed and failed due to a leak in the display lens. The pump was opened and moisture was observed on the printed circuit board and motor assembly.